Event description:
Caller states emergency medical technician (emt) received results of 60 mg/dl and 98 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.